Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd insulin pen needle the patient presented to the clinic on friday, with complaints that a pen needle broken off and was stuck in his thigh. The needle could not be found by x-ray, so they could not remove it surgically. Patient went home, but had to observe the spot where the needle broke off.

Manufacturer narrative:
Investigation results: bd received 69 sealed and intact and one open 31g x 5mm pen needle samples from lot. No. 7052715, cat. No. 325104. Visual examination was carried out on the opened sample and a broken patient end of needle was observed. Indentation on the hub was also observed. Visual examination was also carried out on 30 of the sealed samples and it was observed that one sample had a cannula through shield. A clog test was also carried out on 30 samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. CAPA 131809 was opened to address this issue.